Event description:
The pt experienced a loss of therapeutic effect. The pt had painful knots in his back where the leads were implanted that protruded out a half an inch. The pt stopped using the stimulation when the knots appeared. The pt wanted the device explanted. The pt's status was reported to be fair.

Manufacturer narrative:
(B) (4).